Event description:
It was reported that during surgery, the 5.5 multifix ultra s anchors were used to anchor the subscap, along with a couple in the lateral row of a double row rotator cuff repair. During insertion of the subscap, the tip of one of the anchors broke off. All pieces were retrieved from the patient by using tweezers and were discarded. A backup device was used in the same bone hole with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the drawing found the tensile strength, and material specifications are verified for compliance. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the 5.5 multifix ultra s anchors were used to anchor the subscap, along with a couple in the lateral row of a double row rotator cuff repair. During insertion of the subscap, the tip of one of the anchors broke off. All pieces were retrieved from the patient and were discarded. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.